Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: device evaluation: no product returned for device analysis; a device history record (DHR) review of all possible lots was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
D4: possible lot numbers 6070793,6026890,6061879. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump stated infusion was completed but there was still drug left in the cassette. The event occurred while in use with a patient but no patient harm was reported. Associated pump and cassette complaints documented on (B)(4).